Event description:
Approximately 14 weeks post repair the pt experienced swelling and pain around the surgical repair post acute achilles tendon repair where orthadapt augmentation was used to fill a 2 cm void. The site was drained and the discharge sent for culture and gram stain. Approximately 4 months post repair the graft was removed.

Manufacturer narrative:
The orthadapt bioimplants was used to fill a 2cm void in the achilles tendon. Orthadapt bioimplants are not indicated for the replacement of normal body structures or for providing full mechanical strength to support tendon repair; thus, the product was used off label. The culture reports were requested, but were not provided to the manufacture; thus the possible infection could not be confirmed. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The case assessment based on the provided information identified the likely cause of the event to be due to the off label use and possible infectious process; a link between the reported event and the graft was not identified during the case assessment. The manufacturer of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.